Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a 33-year-old female patient who had essure (batch no. 654847) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia. No regular medications. Concurrent conditions included uterine polyp and menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal distension ("abdominal swelling / swelling of stomach"). On an unknown date, the patient experienced gastrointestinal disorder ("intestinal symptoms"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal distension and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain and gastrointestinal disorder to be unrelated to essure. The reporter commented: essure had been inserted without problems. Events abdominal pain and swelling started soon after essure insertion. Hysterectomy and salpingectomy on (B)(6) 2018 were performed on patient's request (medically necessary was not ticked by reporter). Reporter was not sure and added "probably not" to the question if essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): abdominal pain: 2140 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pain ("pain problems") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("intestinal symptoms") and abdominal distension ("swelling of stomach"). The patient was treated with surgery (uterus and fallopian tubes were removed ). It was unknown whether any action was taken with essure. At the time of the report, the pain, gastrointestinal disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, gastrointestinal disorder and pain to be related to essure. The reporter commented: essure had been inserted without problems. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-mar-2018 for the following meddra preferred term: pain ¿ analysis in the global safety database revealed 418 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pain ("pain problems") in an adult female patient who had essure (batch no. 654847) inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("intestinal symptoms") and abdominal distension ("swelling of stomach"). The patient was treated with surgery (uterus and fallopian tubes were removed). Essure was removed. At the time of the report, the pain, gastrointestinal disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, gastrointestinal disorder and pain to be related to essure. The reporter commented: essure had been inserted without problems. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pain ¿ analysis in the global safety database revealed 419 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on 20-mar-2018: lot number provided (654847) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a 33-year-old female patient who had essure (batch no. 654847) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia. No regular medications. Concurrent conditions included uterine polyp and menometrorrhagia. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criterion medically significant) and abdominal distension ("swelling of stomach, abdominal swelling"). On an unknown date, the patient experienced gastrointestinal disorder ("intestinal symptoms"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, abdominal distension and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain and gastrointestinal disorder to be unrelated to essure. The reporter commented: essure had been inserted without problems. Events abdominal pain and swelling started soon after essure insertion. Hysterectomy and salpingectomy on (B)(6) 2018 were performed on patient's request (medically necessary was not ticked by reporter). Reporter was not sure and added "probably not" to the question if essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): abdominal pain: 2025 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 23-mar-2018: physician returned questionnaire - essure device removal. Patient's birth day and birth month added (year reported earlier, age at start of events about 33 years ), height 164cm, weight 62kg, history included fibromyalgia, no regular medications, gynecological concurrent conditions included uterine polyp, menometrorrhagia. Essure insertion on (B)(6) 2010 (prev: 2010). Essure was removed due to abdominal pain (prev: pain problems) and swelling (event terms amended) that started soon after insertion. Hysterectomy and salpingectomy on (B)(6) 2018 were performed (new:) on patient's request (medically necessary was not ticked by reporter). No follow-up is available 6 or more months after essure removal. Reporter was not sure and added "probably not" to the question if essure caused or contributed to the occurrence of the event(s). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.